Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 years post implant of this aortic mechanical valve an echocardiogram revealed paravalvular leak (pvl) with leaflets opening at an angle of 52 degrees. Two months later, the valve was explanted and replaced with a medtronic aortic root. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual inspection revealed that there was damage on the sewing ring which most likely occurred during the explant process. Both leaflets were intact, with no damage and in the closed position. Both inflow and outflow valve hinge mechanisms and inflow and outflow orifices were intact with no damage. There was tan glistening pannus observed along the sewing ring on the inflow and outflow. And an unknown amount of pannus was removed on the inflow and outflow during explant. Leaflet motion was tested and it was confirmed that the leaflets moved without difficulty. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no evidence to establish a relationship between the device and the paravalvular leak (pvl). Pvl can be caused by a variety of factors, including implant condition/technique, patient anatomy, or presence of pre-existing patient conditions. With limited information provided, a root cause of the pvl cannot be determined. If information is provided in the future, a supplemental report will be issued.